Event description:
It was reported that during testing conducted at the manufacturer facility the micro sagittal saw was running without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the motor assembly was found to be corroded. The device was repaired and returned to the user facility.